Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was severed and helix was extended. Tissue was found entwine in the helix. The insulation had a cut and extraction stylet returned stuck in the lead. Laser damage was also noted. Clear medical adhesion was separated at the proximal end of the proximal spring electrode and the proximal spring was stretched at this point.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to physical damage to the conductor. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is currently available. This investigation will be updated should further information be provided.

Event description:
--